Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient went to the emergency room for this event. The patient was treated with vancomycin (dosage, route, and frequency not reported) on four occasions, each two days apart. The cause of the peritonitis was unknown. The patient was recovering from this event at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.